Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and the reported issue was not duplicated. The device tested normally at the time of evaluation. As a preventive measure, the air detector was replaced with a known good one.

Event description:
It was reported that even when the tube is firmly inserted, the air bubble detection alarm does not get cleared. The event occurred while patient use at patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.